Manufacturer narrative:
(B)(4). Medical products: comp rvs tray co 44mm part # 115370, lot # 945230. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02590. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty, the bearing would not snap into the humeral tray. The procedure was completed with another device. No patient injury was reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The humeral tray along with the ring lock is returned for evaluation. As returned the ring lock is assembled in the tray and ring lock is bent. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.